Event description:
Reportedly, on (B)(6) 2018, an infection was suspected due to pocket erosion. Blood and tissue culture tests were performed and the results were negative. The subject device was implanted as a replacement of the previous pacemaker on the same site. During a follow-up on (B)(6) 2019, pocket erosion was again observed. The patient was hospitalized and the entire pacing system was explanted and discarded. A new pacing system was implanted on the opposite side.

Manufacturer narrative:
D4 - serial number corrected. D4 - lot number, expiration date and UDI : updated. D6 - implantation date : updated. H4 - manufacturing date : updated.

Event description:
Reportedly, on (B)(6) 2018, an infection was suspected due to pocket erosion. Blood and tissue culture tests were performed and the results were negative. The subject device was implanted as a replacement of the previous pacemaker on the same site. During a follow-up on (B)(6) 2019, pocket erosion was again observed. The patient was hospitalized and the entire pacing system was explanted and discarded. A new pacing system was implanted on the opposite side.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Exact implantation date is unknown. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, an infection was suspected due to pocket erosion. Blood and tissue culture tests were performed and the results were negative. The subject device was implanted as a replacement of the previous pacemaker on the same site. During a follow-up on (B)(6) 2019, pocket erosion was again observed. The patient was hospitalized and the entire pacing system was explanted and discarded. A new pacing system was implanted on the opposite side.